Event description:
On (B)(6) 2026 the cds reported that on (B)(6) 2026 the user experienced hyperglycemia with bg levels reported above 400 mg/dl following transition from contact detach infusion sets to inset infusion sets. The user was transported to the hospital where the user was treated for hyperglycemia and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
Initial